Event description:
It was reported that the pulse generator was in backup vvi operation. A device status report did not print and further troubleshooting could not be performed. The patient was asymptomatic. Device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.